Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.5/+2.0/105 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to vault was too high and significant reduction of irido-corneal angles. The lens was exchanged for a vicmo12.1 lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: returned product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found no visible damage and residue on the lens. (B)(4)

Manufacturer narrative:
(B)(4)